Event description:
Additional information was received that the patient had a generator replacement. The reason for the replacement was due to end of service and this was likely also the reason for the failure to program. Good faith attempts for product return have been unsuccessful to date. The hospital pathology department has the generator and when they are done with it they are to return it to the manufacturer for evaluation.

Event description:
It was initially reported that the patient's generator was unable to be interrogated. It was unclear if the reason that the generator could not be interrogated was due to end of service or another issue. The physician's programming system is functioning correctly. The patient was also having an increase in seizures requiring them to take additional lorazepam. The patient was referred for generator replacement. Surgery is likely but has not occurred to date. The office will not release any specific patient information so good faith attempt for additional information have not been successful to date.

Event description:
Additional information was received that product analysis was completed on the generator. The generator was found to be at end of service in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.